Event description:
Reportedly, during patient use, an alarm occurred and the monitor screen turned black. The ventilator stopped ventilating and the patient was manually ventilated while being transferred to another unit. There was no patient injury or any adverse patient effects.

Manufacturer narrative:
(B)(4)